Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate/confirm the customer reported complaint reported ¿32056¿ error. In logs, the ¿32056¿ error was found indicating ¿aca in usm1 failed to initialize i2c device¿ on the usm ¿ac_1c¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a patient functional test platform (pftp) where ¿agc current test¿ was found to be failing on the ¿ac_1c¿ axis. Once testing was completed, the ¿yaw searchlight¿ was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the ¿yaw searchlight sensor assembly¿ was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system scheduled for the following monday, error 32056 occurred at universal surgical manipulator (usm) arm 1 during system preparation. He was advised to restart the system after resetting the breaker and performing emergency power off (epo). After performing these steps, the issue persisted. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.